Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery would not hold its charge. Additionally, it was reported that the pump touchscreen appears "dimmer". Customer declined tandem technical support's offer to perform a pump system check and declined further follow up. There was no reported impact to customer's blood glucose.